Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 6am, the patient reported fluctuating glucose readings, ranging from 70 mg/dl down to 40 mg/dl, then back up to 60 mg/dl, down again to 40 mg/dl, and eventually to ¿low¿ and ¿urgent low.¿ during this time, the patient experienced symptoms including feeling weird, light-headedness, nausea, sleepiness, and hand shaking. In response, the patient consumed orange juice, pineapple juice, and a peanut butter sandwich in an attempt to raise glucose. At approximately 7am, the cgm displayed a brief sensor issue, prompting a bgm reading confirmation, which read just low. The patient was then driven to the emergency room (ER) by their partner. At the ER, readings showed bgm at 47 mg/dl and cgm at 42 mg/dl. The patient was treated with IV glucose (1000 cc). After 30 minutes, the glucose levels increased to within the normal range (80 mg/dl or higher). The patient remained at the ER from 7am to 1pm and has been stable since discharge. No other details were documented. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or ""brief sensor issue"" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.